Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer: 3008452825-2016-00157, 2182269-2016-00024, 2182269-2016-00025. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. A quadripolar catheter was placed in the right ventricular apex and transseptal access was performed. Geometry of the left ventricle was created and ablation was performed. For a short time, the ablation catheter appeared outside of the geometry and further lesions were completed in the left ventricle. The patient became hypotensive and a pericardial effusion was noted via intracardiac echocardiogram, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
The results of the investigation concluded that the catheter met specifications for electrical and temperature testing, and successfully passed an ablation simulation test with no anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported event could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.